Event description:
It was reported that the device was running without the trigger being pressed. It is unk if there was any patient involvement or adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The root cause was that the straight pin had fallen into the carriage assembly which prevents it from responding to the trigger. This causes the carriage assembly to jam in the run position. The handpiece was repaired and sent back to the customer.